Manufacturer narrative:
Additional information: based on the currently available information, damage to the reference electrode appears to be likely. However, to determine an exact root cause a device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user fell down the stairs and had a serious haematoma on the implanted side. Hearing performance was affected afterwards. The user was re-implanted.

Manufacturer narrative:
Conclusion: based on the available information, damage to the reference electrode caused by the reported trauma seems likely. However, during device investigation an exact location for the damage could not be determined, as the device was received incomplete. Mechanical damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
Reportedly the user fell down the stairs and had a serious hematoma on the implanted side. The ground path impedance was increased afterwards and hearing performance with the device was affected. The user was re-implanted.

Event description:
The user fell down the stairs and had a serious haematoma on the implanted side. Hearing performance was affected afterwards. The user was reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.